Event description:
The customer reported the left monitor is not working properly. No patient injury was reported.

Manufacturer narrative:
A ge representative has not reported on the evaluation of the system. (B) (4).